Event description:
Information was received indicating that during infusion of remodulin using a smiths medical cadd medication cassette, the pump began alarming "no disposable, clamp tubing." It was reported that the cassette was subsequently changed. No adverse patient effects were reported.